Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a left ventricular (lv) lead threshold increase since implant and indicated as possible high lv threshold. The lv lead impedance remains stable, and lead remains in use. No patient complications have been reported as a result of this event.